Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. It should be noted that the end user has four (4) possible lot numbers in stock; however, the customer is unsure of which lot number was involved in this event. The possible lot numbers are as follows: 0061655026: production date: 01/07/2019, expiration date: 12/31/20121. 0061601346: production date: 01/19/2018, expiration date: 12/31/2020. 0061619931: production date: 05/10/2018, expiration date: 04/30/2021. 0061655027: production date: 01/18/2019, expiration date: 12/31/2021. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the customer has confirmed that a sample is unavailable for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has four (4) possible lot numbers in stock. However, the customer is unsure of which batch number was involved in this event. The possible batch numbers are as follows: 0061655026: production date: 01/07/2019, expiration date: 12/31/2021; 0061601346: production date: 01/19/2018, expiration date: 12/31/2020; 0061619931: production date: 05/10/2018, expiration date: 04/30/2021; 0061655027: production date: 01/18/2019, expiration date: 12/31/2021.

Event description:
As reported by the user facility: the device is leaking a chemotherapy drug from the air outlet spaces on the filter of the set. No injury reported.